Manufacturer narrative:
As of this filing, the "used" bioscrew xtralok 9mm x 40mm-violet, bioabsorbable interference screw , has not yet been returned from the user facility for evaluation. The investigation remains in process. A supplemental and final report will be filed upon the completion of the product evaluation and complaint investigation.

Event description:
The user facility reported that during an acl reconstruction procedure, and while inserting the bioscrew xtralok interference screw with the use of the bioscrew hyperflex guidewire, nitinol, 14in, sterile, the nitinol wire snapped upon insertion of the bioscrew (see MDR #1017294-2016-00098). Reportedly, the guide wire could not be removed arthroscopically. The screw was then removed and discovered that the tip of the screw was broken as well. An incision was made to remove the broken screw and to retrieve the nitinol guide wire. After retrieving the wire, the acl reconstruction was performed a second time and this caused a 2-hour delay. The surgery was successfully completed with the use of another like-bio-absorbable screw. Follow-up with the user facility revealed that the patient was discharged as per routine procedure and recovered as expected for this type of acl reconstruction surgery.

Manufacturer narrative:
The used/damaged bioscrew xtralok bioabsorbable interference screw was received for evaluation on 18-oct-2016 for evaluation. Visual inspection found the tip of the screw has broken. The threads have a melted like appearance. The broken tip portion was not returned. This lot with the unique identifier(UDI)#(B)(4) was manufactured on 09-oct-2015. A review of the device history record (DHR) found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported "breakage". Of the lot containing (B)(4) units, there have been no other similar complaints received. In addition, a 2-year review of product history for this device family shows only one (1) other complaint for this failure mode. To date, there has been no patient long term adverse effect resulting from this type of incident. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of interference screw breakage and injury to the patient, this product's instructions for use (IFU) provides the following instructions for use, warnings and precautions: - the bioscrew xtralok screw provides tibial interference fixation of a soft tissue graft for acl and pcl reconstruction. The risk of screw breakage during initial implantation may be influenced by several factors as discussed below. These factors are of increased importance when using smaller diameter screws: - use only with the bioscrew universal driver (modular - c8716 or fixed handle - c8715). The bioscrew universal driver is intended for use with only linvatec bioscrew absorbable interference screws and respective 0.045 inch diameter straight guidewires. - full insertion of the driver within the lumen of the bioscrew xtralok absorbable interference screw is mandatory for proper implant delivery. Care must be taken to line up the lobes of the driver with the slots in the screw. Failure to ensure full engagement may result in implant breakage. Examine the driver prior to screw engagement for gouges, scratches or dents. Be sure the tip is not bent so as not to impede the engagement of the screw. The presence of these defects increases the risk of screw breakage. - repositioning of the bioscrew xtralok screw requires coaxial driver insertion, proper alignment of the screwdriver lobes with screw slots and full driver/screw engagement. Proper positioning of the graft and parallel placement of the guidewire prior to screw insertion reduces the risk of screw breakage. - the risk of implant breakage can be reduced by "notching" the tunnel and/or by "dilating" the graft/tunnel wall gap with the tip of the driver. - careful selection of screw size, with respect to graft diameter and tunnel diameter, can reduce the risk of screw breakage. The diameter of the bioscrew xtralok screw, as stated on the label, should not be more than 2mm larger than the tunnel diameter. -do not kink (sharply bend) the guidewire prior to or during insertion. Breakage may occur if the bioscrew xtralok is used with a kinked guidewire.